Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator. It was reported that the patient experienced a shocking sensation when they drove home from the doctor¿s office. The patient described the sensation as a sharp jabbing pain. The patient noted that she was driving through a strong thunderstorm when the event occurred and noted that the programming jumped from 5.5 to 6.1 without her touching the controller. The patient turned the stimulation back down to 5.5 and that resolved the shocking sensation. The patient also mentioned being shocked when she was leaning back in an electric recliner, and when she was having a bowel movement on the toilet. The patient reported that the shocking sensation stopped as soon as she stood up. The patient spoke with a representative who speculated that the wire may have moved lower after sitting in a chair. The implantable neurostimulator was confirmed to have therapy on. The patient also reported a loss or change in therapy. The patient stated that they experienced a return of urgency when they stood up after sitting at their desk and that it was like a flood.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.